Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl due to needing an adjustment to the pump's personal profile settings. High bg was corrected via a correction bolus. Reportedly, the customer will consult with healthcare provider regarding settings adjustments.